Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a loose/protruded drive support disk. Analysis found the unit with stuck motor error alarm loop during bolus delivery. Analysis was unable to perform the excessive no delivery alarm due to the motor error. Motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. There was no button error alarm was noted. Also the unit was received with intermittent button response due to moisture damage on keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and a button error alarm. His blood glucose was 233 mg/dl at the time of incident. The customer stated he jumped in the pool while wearing the pump. The customer stated that insulin squirts out during the manual prime process. He stated that the drive support cap was not protruded. He stated the insulin pump was not bumped or dropped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.